Event description:
It was reported that the user experienced scan errors while attempting to pair and read from a libre 3 plus sensor with the ilet app, consistent with intermittent communication failure involving the device¿s electrical/magnetic subsystem and antenna; after force-closing the app and restarting the phone, sensor readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet app and the libre 3 plus sensor, aligning with an intermittent communication failure associated with the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.